Event description:
It was reported that oversensing due to myopotentials and electromagnetic interference (emi) and fusion pacing resulting in loss of capture was observed on the device. The patient is pacemaker dependent and experienced dizziness as a result of the event. Abbott technical support recommended reprogramming to resolve the event, however, no intervention has been performed at this time to resolve the event. The patient was in stable condition and will continue to be monitored.